Event description:
It was reported that upon device interrogation noise was observed on the device. Patient was asymptomatic. No lead anomalies were observed. Noise was observed with programming changes. Upon using another programmer noise was not observed and programmer anomaly was suspected. No further information available.

Event description:
New information received: noise was due to a programmer issue and no malfunction on device. Device remains implanted. No further information available.